Event description:
It was reported that (1) tlc55 was used during an ileo conduit procedure. It was reported by the affiliate that the surgeon clamped the cutter on the small bowel and tried to fire the instrument. The firing knob would not move. The surgeon discarded the instrument and opened a new cutter and fired it without incident. No adverse pt outcome.